Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032934) on 13-jan-2014. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('hives') in a female patient who had essure (batch no. 50667569) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion medically significant), peripheral swelling ("swelling hands and feet"), rash ("rash"), abdominal pain upper ("pains in stomach"), mood altered ("mood changes"), sleep disorder ("sleep problems"), headache ("headaches"), dizziness ("light headed"), abdominal distension ("bloated belly"), pain in extremity ("pain in legs") and pain ("pain in body"). At the time of the report, the urticaria, peripheral swelling, rash, abdominal pain upper, mood altered, sleep disorder, headache, dizziness, abdominal distension, pain in extremity and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, dizziness, headache, mood altered, pain, pain in extremity, peripheral swelling, rash, sleep disorder and urticaria with essure. Lot number:50667569, manufacturing date:2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of product technical complaint. Events made medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.